Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2013. Following the implant procedure, the level of incontinence was reported to be worse. No further patient complications were reported in relation to this event. Another incontinence device was implanted on (B)(6) 2014.